Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found, even though no such causal event, like an accident has been mentioned. This is a final report.

Event description:
The patient had not been hearing for about three weeks. The parents of the patient did not report any specific trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had not been hearing for about three weeks. The parents of the patient did not report any specific trauma. Re-implantation has to be scheduled.